Event description:
It was reported that the patient presented with the inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, the patient underwent surgical intervention to revise the device and a crack was identified in the reservoir connection tube. The ipp pump was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic inspection of the pump found the component was contaminated with bodily fluid and the pump tubing was cut down to the pump block. The tubing was not returned for analysis. The pump passed the leak testing but was unable to functionally tested due to the contamination. Based on the information, the reported observations were unable to be confirmed.

Event description:
It was reported that the patient presented with the inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, the patient underwent surgical intervention to revise the device and a crack was identified in the reservoir connection tube. The ipp pump was replaced. There were no patient complications reported.